Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: current weight (B)(6). Concurrent conditions included body mass index normal and postmenopausal bleeding. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received- new event weight gain, abdominal pain, she didn¿t undergo essure confirmation test were added. Event injury updated to pelvic pain. New reporter, patient information, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.